Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. The suspect device was returned to vyaire's factory service for evaluation. An investigation was performed and was unable to be confirmed as fio2 was in specifications. The o2/air inlet alarm was able to be confirmed as the most likely cause of the issue was due to a faulty alarm cap. The device was repaired and returned to service specifications.

Event description:
The customer reported while using the bird high flow blender series; the fraction of inspired oxygen (fio2) is off by twenty percent. The customer reported the o2/air inlet alarms are not working when one of the gases is disconnected. The customer reported there is no patient involvement associated with the event.